Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows the inner sterile pouch is broken into multiple pieces. Evaluation of the outer pouch found no damage. Sterility has not been breached. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event can be attributed to the supplied sterile inner pouch that has becomes brittle due to length of time in the field. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source- japan. Device evaluated by MFR- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon discovered damaged sterile packaging during a knee surgery. The surgery was completed with a back up implant. Attempts to obtain additional information have been made; however, no more information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h10 corrected: h6- investigation conclusions the condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event cannot be determined. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.